Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 927 mcg/day via an implantable pump for intractable spasticity. The hcp reported that the patient was getting a refill this afternoon and while the nurse was injecting the baclofen the patient jumped and the needle moved and she noticed swelling at the pump site. The hcp stated the patient was transferred to the emergency room (ER) for evaluation. The hcp concerned there was a pocket fill done. The hcp stated the patient was a little sleepy. Agent asked hcp if they had checked for a volume discrepancy and that had not been done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.